Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated the arctic sun device would only take approximately 2 l of water. They had them power cycle the device and check water level (still 5) and then checked t4. It was reading 22c. Discussed this was likely indicative of a failed mixing pump.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. Reported issue could not be reproduced during service. The arctic sun 5000 was evaluated upon receipt. (Arctic sun 5000) no error code observed. Could not reproduce reported issue. Unit initially filled with 3.5 liters of treated water. Run system functional checks. The system heats to 42c and cools to 6c and is stable at 28c with a flow of 1.8 l per m with -7.0 psi in bypass mode. T4 reads average 4.30c. No repairs were completed as the reported issue could not be reproduced. A 2000 h pm procedure was done. Mixing pump and circulation pump were serviced. Heater, manifold o rings, drain valves, tubing and coin cell were replaced. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR, risk, and labeling reviews are not required as the reported event is unconfirmed. No additional actions can be taken at this time. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated the arctic sun device would only take approximately 2 l of water. They had them power cycle the device and check water level (still 5) and then checked t4. It was reading 22c. Discussed this was likely indicative of a failed mixing pump.